Manufacturer narrative:
(B)(4). Batch # p5867u. Device evaluation: the analysis found that one pve35a device was returned in good visual condition and with a cartridge reload loaded on the device. The cartridge was received unfired. Upon evaluation, the device would not fire. In order to verify the condition of the internal components, the device was disassembled to verify the condition of internal components and the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged however, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No further functional testing could be performed due to the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown robotic thoracic procedure the device did not fire. No other information is available. The procedure was completed using a like device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # p5867u. Additional analysis performed: the device was found to be ¿over returned¿ in the proximal direction. The unclamp lockout component was stopped against the pcba bulkhead component. This is not normal for a device that is properly stopped by the electrical system. The device was manually manipulated to a position where the firing mechanism could be operated normally. The device was then test fired approximately 10 times with no repeat of the failure. The switches on the pcba were tested with a multimeter. The most likely switch, sw5, appeared to be normal. The firing switch, sw4, seemed to show some intermittent acting during some of this testing ¿ but this may have been a test method issue. The switch was CT scanned and nothing was obviously wrong. Both sw4 and sw5 were manually disassembled and inspected. No conclusions could be identified during this inspection. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.